Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was visually and microscopically examined. At 111cm from the strain relief the collar was separated. There were multiple shaft kinks at 6.8cm, 8cm, 18.3cm, and 37.9cm from the collar separation. There was tip kinked and damaged. There was blood present in the shaft of the device. The od (outer diameter) of the not kinked shaft was measured with a calibrated laser micrometer. The od was .066 inch, which was within specification. The guide catheter used in the procedure with the guidezilla ii complaint device was not returned for analysis, so a 6f test guide catheter was used for functional testing. The guidezilla ii was able to be inserted but was met with resistance due to the shaft kinks. Product analysis confirmed the reported events as the collar to the device was separated and functional testing showed there was resistance through the guide catheter, due to the shaft kinks present on the device.

Event description:
It was reported that shaft break occurred. The target lesion was located in the mid left anterior descending artery. A guidezilla ii was introduced, however, during the procedure, the device could not advance from the sheath to the guiding catheter; it seems that it was kinked. When the physician pulled back the guidezilla, it looked like the device was cut off. The procedure was completed with another of same device. No complications were reported and patient was fine post procedure. It was further reported that the device was broken in two pieces and the distal part was left inside the patient. Subsequently the device was completely removed from the patient.

Event description:
It was reported that shaft break occurred. The target lesion was located in the mid left anterior descending artery. A guidezilla ii was introduced, however, during the procedure, the device could not advance from the sheath to the guiding catheter; it seems that it was kinked. When the physician pulled back the guidezilla, it looked like the device was cut off. The procedure was completed with another of same device. No complications were reported and patient was fine post procedure. It was further reported that the device was broken in two pieces while inside the patient. Subsequently the device was completely removed from the patient.

Event description:
It was reported that shaft break occurred. The target lesion was located in the mid left anterior descending artery. A guidezilla ii was introduced, however, during the procedure, the device could not advance from the sheath to the guiding catheter; it seems that it was kinked. When the physician pulled back the guidezilla, it looked like the device was cut off. The procedure was completed with another of same device. No complications were reported and patient was fine post procedure.